Event description:
It was reported that the catheter shaft broke. The target lesion was located in the mildly tortuous and severely calcified artery. A 15 mm x 4.00 mm wolverine coronary cutting balloon was selected for use and negative pressure was pulled through an insufflating syringe. The balloon catheter was inserted into a non-boston scientific 7f guide catheter with a guidezilla 7f guide extension catheter. When the balloon catheter was advanced, resistance was encountered, resulting in the shaft breaking while trying to get past the guidezilla. The balloon catheter was removed without difficulty, and it was noted that the proximal portion of the balloon was larger than the rest of the balloon body. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).